Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 09/23/2016 stating that there was an oversensing due to an issue with the ra lead. In addition, there was 1 spike of about 300 ohms in early september. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).